Event description:
It was reported that during a lap. Appendectomy procedure the generator was giving an unknown error code. The tip fell off of the device, but did not fall into the patient. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time